Manufacturer narrative:
Concomitant products: product ID 3425, serial# (B)(4), implanted: (B)(6) 1997, product type transmitter; product ID 3425, serial# (B)(4), implanted: (B)(6) 1997, product type transmitter; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1996, product type extension; product ID 3888-28, lot# l40608, implanted: (B)(6) 1996, product type lead. (B)(4).

Event description:
It was reported that the device would power up but when the patient closed the belt clip cover the device shut off. It was stated that when it shut off, the green led did not work. Additional information received reported that the patient saw his doctor about the event but did not speak with a manufacturer¿s representative. It was stated that the patient had the patient programmer replaced. It was stated that the patient was no longer having problems with his system. Additional information received reported that the 3425 transmitter was corroded, and that both boards showed signs of corrosion. C400.